Manufacturer narrative:
Retainer ring = clear on (B)(6) 2020 customer alleged pump has cosmetic damage (cracked belt clip rails). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: partially detached retainer, cracked retainer, faded serial number label, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (cracked belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.